Event description:
During a phacoemulsification procedure, the doctor reported that the reflux mode of the phaco machine would not activate and resulted in a capsular tear in the patient's operative eye. The patient required a vitrectomy.

Manufacturer narrative:
Information in section f provided by the manufacturer. The phacoemulsification machine was examined and tested at the customer location by an amo service technician. There were no issues detected with the operation of the machine. The machine was found to meet amo specifications. The technician was not able to identify an explanation for the event. As a proactive measure, the foot pedal was replaced. The system is continuing to be used without further reported incidents.